Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display exhibited three horizontal lines and a dark screen, and the user later identified a crack near the middle of the screen consistent with a damaged display component. Symptoms included none; the user¿s blood glucose was 174 mg/dl and the user felt well. Outcomes included a temporary switch to backup therapy while continuing cgm use until a replacement ilet was provided. Investigation included customer service troubleshooting and data review guidance, along with collection of the affected device for assessment. Investigation of this case revealed physical damage to the display consistent with a cracked or broken screen, resulting in impaired visibility without device alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device display.